Manufacturer narrative:
It was initially reported that the consumer had a false negative result. After further review, this should not have been reported as the customer did not allege a false negative result and only experienced difficulty reading the test. The consumer had a valid negative result and was inquiring about the validity of the test of the control line is faint.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test. Confirmation testing with pcr was performed a week prior to taking the binaxnow covid-19 antigen self test. Per the consumer, the patient has been quarantined for a week after testing positive with pcr. No additional information, including patient treatment and outcome was provided.